Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for an unspecified procedure with the subject device at the user facility, the emergency lamp lit up instead of the examination lamp. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined. However, it is possibly that the reported event occurred because a power supply unit was broken due to accidental or time-related deterioration.